Event description:
It was reported that the pt went through airport security to travel via airplane to a different state. The pt's pump was filled one week before she left for vacation. The pt experienced an overdose with the following symptoms: anxiety and dizziness. The pt noted a change in therapy effect; did not feel well, was not able to eat, was throwing up and had nausea. It was also reported that the back of the leg on the left side was causing more pain than usual. The hcp later reported that the pt was "very anxious over trip. Anxiety increases her pain". The pump contained morphine 20 mg/ml at a daily dose of 10 mg/day. The pt was informed at the airport that the scanning devices may have shut off her pump. The pt did not have this evaluated by anyone including the reporting hcp. Per the hcp, there was no injury. The reporter did not attribute the event to the devices.

Manufacturer narrative:
(B) (4).